Event description:
The customer reported that the unit intermittently doesn't boot up and when it does boot up they are getting a collimator iris error. The customer finished the case with a different unit.

Manufacturer narrative:
The ge service rep checked the stem and confirmed the iris potentiometer error and the no boot up. He found no power to all boards in the workstation. He reseated the connectors on the workstation power is now back on the boards and the system boots up. Also the iris potentiometer error is gone. System functional checked.